Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an nc emerge balloon catheter. No patient complications were reported and the patient's status was good.